Manufacturer narrative:
Based on a review of the returned device, approximately 6 inches of the balloon catheter was missing, consistent with the portion of the device reported to have detached and stented against the vessel wall. The root cause for the difficulties to remove and subsequent detachment of the balloon component of the catheter could not be determined with the limited information available; only a portion of the device was available for return, and a portion remains inside the patient. Furthermore, it was observed that the device was subjected to significant tensile force beyond typical expected use of the device. However, there were no intraoperative imaging available for review to determine whether procedural factors contributed to the event. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation does not reveal any issues with the manufacturing of the device. The device passed all of swmi's acceptance criteria prior to shipping.

Event description:
A shockwave m5 7.0 x 60mm intravascular lithotripsy (ivl) catheter was used to treat the patient's iliac artery (pre-evar), in the presence of a very tight bifurcation. When trying to remove the ivl device from the patient, the balloon and distal marker detached from the catheter and remained inside the patient. A viabahn stent was successfully implanted to stent the detached portion of the balloon against the vessel wall. It was noted that the balloon did have to cross a stent at the tight bifurcation; however, there were no ivl pulses inside the stent. There were no patient sequelae as a result of this event.